Event description:
It was reported that the patient underwent an x-stop procedure at l4/l5. Approximately one month post procedure, the patient started to have nerve problems in her leg again. Patient had x-ray taken and everything appeared to be fine. No additional information was reported.

Manufacturer narrative:
Method - device not returned, followed up with patient.